Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced elevated blood glucose (bg); bg value not provided. Customer suspects that pump settings need to be adjusted by health care provider. Customer declined to provide further information or